Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, tissue damage, prolonged hospitalization and surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 2. Then on (B)(6) 2021, it was discovered that the clip was no longer stable on the leaflets, indicating the clip possibly became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). Mr increased and a leaflet tear was noted. The patient remained hospitalized and underwent mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment/slda and poor image resolution appear to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) and tissue injury appear to be related to procedural condition. Mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.